Manufacturer narrative:
Based on the claim against the product by the customer noting a yellow led on arm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual potentiometers to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cyst duodenostomy surgical procedure, there was yellow led on arm 4. Prior to calling technical support, the customer already restarted the system. The customer could recover the fault but fault immediately returned. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs, found error 23072 and advised to perform procedure with 3 arms but the surgeon converted to open surgery. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted because the surgery was too complex to be done with 3 arms.